Manufacturer narrative:
Gbo complaint no: (B)(4). Received 1 box 450235/g161033e for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no abnormalities occurred during production and in process control. In addition, during final checking, which includes functional tests, no irregularities were revealed. The customer returned samples were visually checked; no deviations were observed. Samples were functionally analyzed; no deviations were observed. The complaint cannot be confirmed.

Event description:
Customer states they have had 2 occurrences of the needles detaching from the hub while drawing patients. All phlebs have been notified to check the connection before removing the needle cover, to notify lab director of any additional incidents, and to save the wrapper.